Manufacturer narrative:
(B)(4). The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power switch was replaced to resolve the reported issue.

Event description:
The hospital reported that, during patient use, unit shut down without any alarms. There was no reported patient injury.